Event description:
Neonate required oxygen therapy via neotec prongs. Treatment was initiated. During assessment neonate was noted to have discoloration of septum of infant nares. Nasal prongs were discontinued as soon as noted and area remained slightly reddened but no necrosis developed. Physician aware and discoloration resolved without further intervention in approximately 48 hours.what was the original intended procedure?provision of oxygen therapy.device #1is this a laboratory device or laboratory test?no.